Manufacturer narrative:
(B)(4). G2: report source new zealand the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a primary hip surgery, when trialing with stem broach and the head trial, the head kept slipping off the trunnion when trying to relocate the hip. Medical staff tried a couple of times and inspected the head trial and couldn't see any obvious fault but proceeded to open another tray of head trials - the new head trial went on easily and didn't slide off. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item/s. However, due to the lack of the lot number, an additional lot search could not be performed. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.